Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the companion sheath was caught on the inside rim of the 14fr peel-away. The sheath was damaged and was unable to pass through it. A new companion sheath was opened. The patient was successfully weaned from the pump and survived.